Event description:
The device was applied during a total abdominal hysterectomy. The staple line did not form completely. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury.